Event description:
It was reported that while using the ilet system, the user announced a ¿less than lunch¿ meal to correct a high glucose and also administered a manual insulin injection without disconnecting, which represents an improper method and use of the device¿s user interface as a correction strategy. Symptoms included hyperglycemia reaching 500 mg/dl, dizziness, and headache. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information the user provided. Investigation of this case revealed no device problem and identified a usage problem involving using meal announcements to correct elevated blood glucose, with the user interface implicated as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.